Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was not determined. There was no patient or user harm.

Event description:
During ventilation on simv+ mode, the alarm sounded suddenly and the hospital staff noticed tf 443001, tf446029 and tf485001 were displayed. He or she replaced the c2 with another ventilator (hamilton-c1) right now. Therefore, the patient wasn't harmed. After that, the c2 was rebooted, and was started up properly.